Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three separate dark gray hard metallic coil') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2013 and laparoscopy on (B)(6) 2012. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic salpingectomy with essure removal and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 received treatment for pelvic pain, abnormal bleeding. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no abnormality of the uterine cavity. Satisfactory position of the inserts. Satisfactory occlusion of the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three separate dark gray hard metallic coil') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2013 and laparoscopy on (B)(6) 2012. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), urticaria ("hives") and rash ("rashes"). The patient was treated with surgery (laparoscopic salpingectomy with essure removal and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, urticaria and rash outcome was unknown. The reporter considered device breakage, genital haemorrhage, pelvic pain, rash and urticaria to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 & (B)(6) 2014 received treatment for pelvic pain, abnormal bleeding the number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no abnormality of the uterine cavity. Satisfactory position of the inserts. Satisfactory occlusion of the tubes.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: hives and rashes were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three separate dark gray hard metallic coil') in an adult female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2013 and laparoscopy on (B)(6) 2012. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic salpingectomy with essure removal and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. Received treatment for pelvic pain, abnormal bleeding. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: no abnormality of the uterine cavity. Satisfactory position of the inserts. Satisfactory occlusion of the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: case become incident previously added injury was replaced with device breakage, pelvic pain and new events: genital hemorrhage was added. Reporter, lot number, lab data, concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.